Event description:
A technician from the home healthcare company reported, ltv would not ventilate. Front display showed active, however, no volume was output from vent." On 9/13/2007, subsequent information provided by patient's father stated, "ltv (backup ventilator) was set up for patient. When powered up the ltv did not output volume. There is no allegation of patient harm, however, his daughter was transported to the hospital to be put on hospital ventilator."